Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 (mg/dl) following a supply change. Correction boluses were delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change the infusion set. Customer acknowledged.